Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading went up to 402 mg/dl and customer¿s blood glucose at time of incident was 200 mg/dl. Customer declined to troubleshoot for high blood glucose. Customer stated that insulin pump had insulin flow block alarm. The insulin pump will not be returned for analysis.